Manufacturer narrative:
As reported, post-implant of the bard/davol 3dmax mesh, the patient experienced chronic right sided pain, nerve damage and underwent nerve block procedure. Medical treatment provided temporary relief. As reported, the patient is being treated with physical therapy and pain medication. Based on the information available at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
Per maude event report (mw5101321) : "tep laparoscopic hernia repair with bard 3d max mesh. I experienced right-side only pelvic pain immediately following surgery, which has worsened over the past 14+ months and expanded into "wind-up" phenomenon involving the nerves and muscles of my entire right torso. A CT scan 7 months post surgery revealed nothing remarkable. A nerve block of my right genitofemoral nerve provided complete relief, until the local anesthetic wore off, so far, the steroid injection that accompanied in the nerve block has not provided any relief." Additional information provided in follow up: (B)(6) 2020 - the patient underwent implant of a bard/davol 3dmax mesh in the right groin and left groin "but no post op pain." (B)(6) 2021 - the patient underwent a pubic symphysis injection with nerve block and steroid, which reportedly provided no relief. (B)(6) 2021 and on (B)(6) 2021 - the patient underwent a right genitofemoral (gfn) injection with nerve block and steroid, "provided near complete relief until nerve block wore off, pain afterwards intensified." As reported, the patient is undergoing treatment with otc analgesics, nsaids and gabapentin which provides slight relief. The patient has no prior surgery and no medical issues except the bilateral inguinal hernia. As reported, physical therapy (pt) has been ongoing since (B)(6) 2020; the current plan is to increase gabapentin to 1800 mg daily, if no relief then try lyrica; if no relief, to undergo gfn neurectomy.